Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2016. The fse spoke to the customer on the phone to address the reported event. The fse had the customer wipe the sensor with an alcohol pad. The customer reported to the fse that qc (quality control) and patients are running with no more errors. There was no further action by field service. The g7 analyzer was functioning as intended and errors cleared. No further action required by field service. The most probable cause of the reported event was pump unit failure, grease on the gradient sensor. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a grad (gradient) sensor error continues with the g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to troubleshoot the event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.